Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient was pre-operatively diagnosed with grade 1 to 2 spondylolisthesis l5-s1 with right l5 root compression and patient underwent procedure as follows 1) gill procedure, l5. 2) transforaminal lateral interbody fusion, l5-s1, right, using a polyetheretherketone cage 10*11*20 mm with bone morphogenic protein and autologous bone. 3) pedicle screw instrumentation l5-s1. As per op notes ¿the bone morphogenic protein had been prepared, using an extra small dose and only one pledget. Then, the morcellated cortical cancellous bone was also passed and finally, the peek cage which had been packed with morcellated bone.¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.